Event description:
During the implant procedure on (B)(6) 2019, when a midline incision was made the physician found a pocket of cerebral spinal fluid in the lower back, which was not from the scs mid-line incision. Patient has an existing shunt to drain the csf from the brain to the bladder due to hydrocephalus. As a result, the procedure was abandoned. No product was implanted.